Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Review of the steady flow test inspection, the principal device function test at the time of release, confirmed hat the valve demonstrated acceptable open and closed leaflet performance at the time of release. Based on the document review performed, no manufacturing deficiencies were identified. However, as limited information was provided, the root cause of the event cannot be determined. Unable to follow up.

Event description:
A perceval valve was implanted and explanted intraoperatively on (B)(6) 2018. It was reported that there was central leak after ballooning, and so the device was not used. The manufacturer was unable to obtain additional details regarding the cause of the central leak, despite efforts to obtain additional information. The valve was replaced with another perceval valve of the same size.